Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation to date and the failure mode cannot be confirmed. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A clinic rn reported a hemodialysis (hd) patient was connected to the 2008t hd machine when a blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately 30 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The rn stated the bloodlines used were fresenius. The leak was noted as being an external blood leak from the top seal of the dialyzer, and leaked onto the clinic floor. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50cc. The rn stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a negative result. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The sample was available for return for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic rn reported a hemodialysis (hd) patient was connected to the 2008t hd machine when a blood leak was observed. The 2008t hd machine generated a blood leak alarm approximately 30 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The rn stated the bloodlines used were fresenius. The leak was noted as being an external blood leak from the top seal of the dialyzer, and leaked onto the clinic floor. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 50cc. The rn stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a negative result. The rnstated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on another machine. The sample was available for return for evaluation.